Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The resolution involved replacing the pump, as advised by technical support.